Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set had flow issues the following information was received by the initial reporter with the following it was reported by customer that they had 6 extension set IV tubing sets that we cannot flush or prime.

Manufacturer narrative:
Four samples model me2020, lot 25095198 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were unable to be flushed. Excess solvent was seen at the male luer for three of the samples and the female luer for one of the samples. The separation could be related to an incorrect amount of solvent applied (lack or excess of solvent) in the tubing due to opportunities in the work instructions defined in the standard work instruction. No additional actions were taken since reported sku was deactivated in hermosillo site, and production of this sku was reactivated in tj site under an updated work instruction with new fixtures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.